Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one glidepath hemodialysis d/l catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is inconclusive for catheter dislodgement, as the circumstances at the time of the reported event are unknown and the investigation is unconfirmed for inability to infuse catheter as the returned sample catheter was patent to infusion and aspiration by means of air testing and no leaks or abnormalities were observed. However, the investigation is confirmed for damaged cuff, as the cuff on the returned appeared to be variably patchy/thin in density content when compared to an in-lab sample. The cuff did not slide along the catheter under manual manipulation. The definitive root cause could not be determined based upon available information. It is unknown if the patches in the cuff fibers were caused by removal of the catheter or if the patches were already present prior to device removal. No tissue in-growth, cuff/skin attachment surface area not sufficient, cuff profile does not encourage in-growth, poor material choice, improper placement, excessive force applied and/or excessive cuff adhesive may have contributed to the reported event. However, it is unknown if procedural issues contributed to the reported event. This is a known issue for dialysis catheters. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that prior to dialysis treatment the healthcare provider allegedly identified the cuff of the catheter detached and was partially exposed. Reportedly, the catheter was unable to be flushed with saline. It was further reported that dialysis was interrupted after ten minutes because allegedly there was no flow. The device was removed and a new device was placed. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiration date: 09/2019)

Event description:
It was reported that prior to dialysis treatment the healthcare provider allegedly identified the cuff of the catheter detached and was partially exposed. Reportedly, the catheter was unable to be flushed with saline. It was further reported that dialysis was interrupted after ten minutes because allegedly there was no flow. The device was removed and a new device was placed. There was no reported patient injury.